Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial/lot #: (B)(4), ubd: 26-nov-2020, UDI#: (B)(4), implanted: (B)(6) 2004, explanted: (B)(6) 2011, product type catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) and consumer via a manufacturer's representative regarding a patient who was receiving 2000 mcg/ml of gablofen at 10 mcg/day via an implantable pump for intactable spasticity and spinal cord injury/spinal cord disease. On (B)(6) 2020, it was reported that the patient became symptomatic and reported increased spasticity in the past few months leading to the date of the report. The patient's pump was not working per the patient and the managing physician. No environmental/external/patient factors that might have led or contributed to the issue were reported. A dye study was completed on an unknown date which suggested a catheter issue of either a broken or clogged catheter. The patient's catheter was revised on (B)(6) 2020. During the catheter revision, the tip of the spinal segment was found in the pump pocket. The catheter was removed and replaced with a new catheter. The explanted catheter was discarded. The issue was considered resolved at the time of the event. The patient's status at the time of the report was listed as "alive-no injury". No further complications were reported.